Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room after receiving high voltage therapy. Upon interrogation it was noted that the right ventricular lead was dislodged which was confirmed upon x-ray. The patient was scheduled for lead revision on (B)(6) 2018. During the procedure, the lead tip was found to be pulled back into the pocket. The helix would not advance while trying to reposition the lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.